Event description:
Device 3 of 3. Reference manufacturer reports: 1627487-2010-02630 and 1627487-2010-02468.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records were reviewed. Conclusion - review of the DHR found a nonconformance related to the product, however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure; therefore, the cause of the reported complaint could not be determined. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.